Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a continuous alarm was heard from the device. Interrogation of the device showed there were no alerts. A review of the transmission data indicates the tones were emitted when the patient was near a static magnetic source. A recommendation was made to identify the source of the magnet. The device remains in use and no patient complications have been reported as a result of this event.